Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during infusion set change. The customer¿s blood glucose level was 315 mg/dl at the time of the incident and treated. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported that he had a seizure days prior to call and broke the insulin pump. Customer stated that he was in and out of the hospital and could have been exposed to MRI that let to motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Device had cracked case at display window corner, cracked reservoir tube lip and minor scratched display window.